Event description:
Head surgeon reports via our sales rep, about the breakage of a gamma nail.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.